Manufacturer narrative:
Insulin pump received with normal operating currents, passed the unexpected restart error test, self-test, and the displacement test, however, pump alarmed compromised force sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion test, prime/delivery test, and excessive no delivery test due to compromised force sensor alarm. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, missing end cap sticker, and scratched reservoir tube window.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was dropped or bumped. Customer states drive support cap was protruded. Customer's blood glucose was 136 mg/dl. Customer also reported that display screen and casing was cracked. After troubleshooting, customer was advised that insulin pump would need to be replaced.